Event description:
A customer contacted beckman coulter (bec) reporting a reagent syringe leak in the unicel dxc 600i synchron access clinical instrument. The customer received an instrument error message while calibrating that stated the following: "chemistry cartridge (cc) cuvette not dry before first reagent dispense". Upon troubleshooting the error message, the customer found some droplets of fluid on the reagent tray and indicated that the reagent syringe was loose at the top where it connects to the t-valve. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer tightened the syringe which resolved the issue. No service visit was required. Bec identifier for this report is (B)(4).